Manufacturer narrative:
A ts consultant reviewed the data and discussed that the episodes recorded since implanted were due to ventricular fibrillation (vf). All available electrograms (egms) were reviewed and it appeared that the device was functioning normally. The onset egms of the vf were unable to be viewed as those episodes had been overwritten by newer ones. The device is not expected to be returned for laboratory analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy pacemaker (crt-p) died two days post-implant. The physician reported that there were no allegations against the functionality of the device or that it caused or contributed to the patient's death. A memory download was performed on the device and sent to boston scientific technical services (ts) for evaluation of the stored episodes.